Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call hospitalization due to high blood glucose levels. Customer's most current blood glucose level was 147 mg/dl. Customer advised they needed the alarm to be louder when they have low battery due to not being able to hear the alarm. Customer advised their blood glucose level went high which resulted in them staying in the hospital for 1 week.